Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image during procedure.

Event description:
It was reported that there was loss of image during procedure.

Manufacturer narrative:
The device manufacturer date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: interference and picture loss. Probable root cause: tx antenna/main board, rx antenna/main board, connectors, tx/rx software, wireless channel availability, wireless interference with other systems in the room, use error, faulty hdmi cable, faulty fan resulting in increased device temperature, excessive channel restriction. The reported failure mode will be monitored for future reoccurrence.